Event description:
During the procedure the 3 x 8mm, neuro galaxy coil stretched. A renegade microcatheter and an alligator snare were used to retrieve the stretched coil. Consequently, the pt suffered vasospasms and the case had to be terminated. The target site was the left internal carotid artery with a side wall aneurysm that measured 3x4mm in diameter. The vessel was tortuous. An enterprise was placed at the site. There were no kinks or damaged noted in the system prior to use or after removal from the pt. A neck remodeling was not utilized. The (mc) microcatheter used was non-cordis/codman (bsc sl10). An adequate continuous flush was maintained through the mc at all times. The mc was not re-shaped prior to use. No resistance was noted at any time during advancement of the coil through the mc or kinks in the mc that may have contributed to the event. There was not much resistance when the coil was advanced/repositioned/withdrawn. The mc was not repositioned while the coil was deployed or partially deployed out of the distal end of the mc (i.e. Was the coil used like a gw to reposition the mc). A one to one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning. Plavix was given pre-procedure, intra-procedure heparin, and post-procedure plavix and aspirin.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.